Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The daughter of a customer reported via phone call that the reservoir has air bubbles in it before and after an infusion set change. The customer's blood glucose reading was 398 mg/dl to 470 mg/dl at the time of incident. Customer indicated that the air bubbles may possibly be the cause of the high blood glucose. Customer declined troubleshooting and indicated that the customer's wife will call back to perform further troubleshooting.